Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number:2017865-2021-29245. It was reported that a patient presented in-clinic reporting device pocket discomfort. Upon interrogation, the patient's right ventricular (rv) lead was found to have low right ventricular sensing threshold and high capture thresholds, confirming rv lead dislodgement. The patient's implantable cardioverter defibrillator (ICD) was also found to have migrated from its original position. Fluoroscopy performed on (B)(6) 2021 during the lead replacement procedure confirmed the ICD migration. The rv lead was explanted and replaced and replaced on (B)(6) 2021. No intervention was taken to address the ICD migration. The patient was stable throughout.